Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to extrusion of the receiver/stimulator. The patient also underwent a skin revision surgery under general anesthesia (date not reported). Additional information has been requested but has not been made available as of the date of this report.